Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the ilet displayed a ¿cgm offline: connect cgm¿ message. The loss of cgm connection prevented automated insulin adjustments, and the user¿s blood glucose level rose to 400 mg/dl. The user did not provide additional details regarding duration of elevated levels, backup therapy use, ketone testing, steroid use, medical intervention, or assistance received. After the cgm was paired again, the agent attempted follow-up, and the user later confirmed that their blood glucose levels had come back down and that no further issues were occurring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.